Event description:
Per the clinic, the patient experienced discomfort and pain at the magnet site that gradually worsened over time. Subsequently, the patient experienced skin breakdown and extrusion of the implant magnet (specific date not reported). The patient underwent a skin revision surgery on (B)(6) 2024, in order to revise the skin flap. The implanted device remains.